Event description:
About one month after the pump was implanted, it went dry. The patient went without medication for 2 weeks. The device system was delivering fentanyl and one other medication the time of the event. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient; product ID: 8 709sc, serial#:(B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).